Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that prior to being assigned to a case, the company representative found six devices showing gray bar in their inventory. None of the devices were implanted. There was no patient involvement.